Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that during implant of a bifurcated device, after implantation of the suprarenal aortic extension and post-ballooning, an endoleak was noticed at the proximal level of the bifurcated device. An angiogram was performed and blushing was seen coming out near the junction of the bifurcated device and the suprarenal aortic extension. The physician elected to add an infrarenal aortic extension between the aortic extension and bifurcated device. Repeat angiogram was performed, and the blushing had resolved. There was no injury to the patient. Additional note: the patient's anatomy was straight forward.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and a still image were provided and reviewed by an internal clinical representative with the following impression: there were suboptimal medical records and image studies available for this clinical assessment. Product appropriateness and patient candidacy could not be fully assessed. The aortic aneurysm was smaller than 5.0 cm. At index, there were no procedural difficulties or deviations. Balloon angioplasties were performed on all junctures after all components were deployed. Prior to ballooning there was a right sided endoleak from the bifurcation, extending approximately 5 cm superior to the bifurcation. An infrarenal extension relined the graft, from the renal arteries to the bifurcation, which successfully mitigated the endoleak. The reported endoleak type iiib was substantiated. Based on the review of the available information, the root cause of the reported event cannot be determined. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. There was no device issue identified in the investigation.